Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 (pc400) coils. During the procedure, the physician successfully deployed and detached six pc400 coils through another manufacturer's microcatheter. The seventh pc400 coil used became stuck in the microcatheter while repositioning the pc400 coil. A snare device was required to successfully remove the pc400 coil from the coil mass. The procedure continued successfully using another manufacturer's coils. There was no report of an adverse effect on the patient. The physician commented: probably this occurred at a tortuous part but there was no problem with the previous 6 coils.

Manufacturer narrative:
The penumbra coil 400 (pc400 coil) pet lock on the proximal end of the pusher assembly was broken, the pusher was fractured approximately 5.0 cm from the proximal end, and the proximal constraint sphere was intact inside the distal detachment tip (ddt) with a piece of broken sr (stretch resistant) wire attached. The pc400 coil was damaged. The pc400 coil, proximal constraint sphere, pull wire, and ddt were measured and found to be within specification. The complaint has been evaluated. The complaint indicated that during the procedure, the physician successfully deployed and detached six pc400 coils through another manufacturer's microcatheter. The seventh pc400 coil used became stuck in the microcatheter while repositioning the pc400 coil. A snare device was required to successfully remove the pc400 coil from the coil mass. Evaluation of the returned device revealed that the pc400 and pusher assembly were damaged. In addition, the sr wire was fractured, which may have occurred due to the force used once the pc400 became stuck in the microcatheter. The fractured sr wire is what caused the pc400 to detach from the pusher assembly. The pc400, proximal constraint sphere, pull wire, and ddt were measured and found to be within specification. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation and, therefore, the root cause of the complaint could not be determined. These device are 100% functional tested during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.